Event description:
The customer reported that the device failed the charge button during the operational check test.

Manufacturer narrative:
(B)(4). There was no reported pt involvement. A bench technician evaluated the device and confirmed the failure. The failure was traced to a faulty therapy pca. This was a malfunction of the therapy pca that caused a shock engine failure in testing.